Event description:
According to our customer, when running the lh750 in manual mode and using a pre-dilution factor (for this event, the customer manually pre-diluted sample b by 1:2), the sample prior (sample a) to the manually diluted sample (sample b) was multiplied by a factor of 2. As a result, both sample a and sample b had their cbc parameters multiplied by 2 (see b6), instead of only being applied to sample b. This pre-dilution was performed off-line and a multiplication factor of 2 was entered into the workstation while sample a was being analyzed by the lh750. The results for sample a were flagged by the instrument that it had been multiplied by a factor of 2. The customer caught the erroneous parameters based on the instrument flagging. Instrument flagging operated per design. Results for sample b were not flagged by the instrument. The customer indicated that pt treatment was not affected by the erroneous results.